Event description:
It was reported that approximately 30 minutes following a pump refill, the patient experienced overdose including the following symptoms; altered mental status, somnolence and unresponsiveness. No issues were noted at refill. Approximately one hour after returning to the nursing home, the patient became lethargic and progressed to an unresponsive state. The patient was taken from the nursing home to the emergency room and subsequently was admitted to the intensive care unit and intubated. The hcp stopped the pump. Correct programming was verified per the report. Actual reservoir volume was 4.0 ccs; expected reservoir volume was 17.8 ccs. The hcp indicated that a partial pump pocket fill had occurred with lioresal 2000 mcg/ml; the daily dose was 800 mcg, but was decreased to 400 mcg, when the pump was restarted. The patient was described as being on a ventilator with pupils fixed, dilated and nonreactive to light. At the time of this report, the hcp reported that, the patient was recovering and is doing better. The hcp plans to replace the pump soon, due to anticipated end of life.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.